Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a lens was defective. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.10., d.11., h.3., h.6., and h.10. The device with the lens was returned in the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has advanced the lens into the nozzle. The plunger is engaging the optic edge. The leading haptic is extended. The trailing haptic is folded onto the optic. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was indicated. The straight leading haptic position may have been interpreted as the reported complaint. No problems are observed with the returned device. The plunger, lens and haptic positions are acceptable. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the dfu. A straight leading haptic may occur: due to the normal folding variations as indicated the dfu diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If the ovd fill rate is too fast the folding effect on the leading haptic is minimized. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. The manufacturer internal reference number is: (B)(4).